Event description:
Customer reported no reactivity with vra148 and a patient sample with a previous history of anti-e. Antibody screen was positive (2+). Anti-e was identified using the untreated cells from panel c. No erroneous results reported. All reagents and gel cards are stored as per package inserts and appear normal before use. Daily qc was acceptable.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. Customer stated that no erroneous results had been reported. (B)(4).